Event description:
During a surgical procedure while using the elite 2 system cf resectoscope outer sheath, the ceramic tip broke off and fell in the pt. The piece was retrieved with no injuries to the pt.

Manufacturer narrative:
Visual inspection of the instrument confirms that the extreme distal end of the ceramic tip is broken. The balance of the ceramic tip remains securely glued inside the distal end of the sheath tube. The remainder of the broken piece of ceramic was returned with the unit. The balance of the instrument is in good physical shape. The exact cause of the breakage of the ceramic tip cannot be determined. Due to the fact that only a small portion of the tip of the instrument is affected and the remainder of the tip is securely glued into the steel tube, it is very likely that the instrument was either struck against a hard surface or was exposed to laser energy during a procedure.